Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported that the insulin pump has a crack on the right side near the up and down buttons. The blood glucose reading is 47 mg/dl. The patient dropped the insulin pump but does not recall exactly when. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.